Event description:
It was reported when the device was used during a pneumonectomy, it fired an incomplete staple line. The pt returned to the operating room to oversew a bleeding staple line. The pt had a blood loss of 1500cc.